Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring; unable to verify black display due to blank display. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to blank display. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display after battery change and then the pump went completely black. Customer's blood glucose reading at the time of the incident was 480 mg/dl. Customer also reported damage to the battery chamber of the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.